Event description:
Customer stated the cord sparked and melted.

Manufacturer narrative:
Qc was unable to determine what was wrong with the pad or switch. The customer took the switch apart and sliced the cord open to try and determine what the problem was. In doing so it prevented us from examining the issue the customer reported.